Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
(B)(6). It was reported that the procedure was to treat a narrow mid left anterior descending artery (lad) that was 90% stenosed, and a narrow circumflex artery that was 100% stenosed. On (B)(6) 2015, a 3.0 x 33 mm and a 3.5 x 28 mm xience xpedition stent were implanted in the mid lad, and a 2.25 x 28 mm xience xpedition stent was implanted in the circumflex artery. The patient was discharged on (B)(6) 2015. Then, on (B)(6) 2015, the patient was re-hospitalized for angina which was diagnosed as unstable angina. An electrocardiogram was done and the patient was monitored for cardiac enzymes. Medication was administered and the patient was discharged on (B)(6) 2015. It was reported that there may be a relationship between the event and the devices. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and bradycardia are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received. The patient experienced sinus bradycardia. No additional information was provided.